Event description:
A complaint regarding two pieces of spade tip coagulating electrodes were received. Both insulation of the sheath layer wear off. One piece during the operation. The other piece of wear off was found out after the reprocessing process. During the operation, surgeon noticed that there are few spots of burn on patient's gut. Found out the source is from the wear-off instrument.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. Upon evaluation the isolation on both devices was found to be damaged. Lot nq01 was manufactured in january 2019. Lot us02 was manufactured in july 2017. Both devices are showing massive usage marks, dents and scratches. Furthermore, there are longitudinal streaks. On both devices there are visible holes burned into the isolation. On one device parts of the isolation are missing at the tip. Due to the damages present and the general poor condition of the devices the root cause most likely is user related damage. The IFU contains several warnings in this regard. No indications for a material or manufacturing related issue. The event is filed under internal karl storz complaint ID (B)(4).